Event description:
A malfunction on the pump was reported after it was dropped by the customer's husband. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer contacted support and received guidance on resetting the pump, which resolved the issue, allowing continued use without recurrence of the malfunction code.